Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (straight tip t25 screwdriver, part number 03.632.400, lot number 8616612). The returned driver was examined and the complaint condition was able to be confirmed as the tip was found to be stripped. The relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. As previously reported the review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A definitive root cause was unable to be determined as the method of use which led to device failure was not provided, however the failure mode is consistent with incorrect technique/application of excessive force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient gender is unknown. (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar interbody fusion (plif) procedure the straight tip t25 driver was found to have stripped. During the procedure the surgeon thought the two locking caps had stripped and that is why he was not able to get them to screw down in the screw head. A third cap was used successfully. At the end of the case upon further investigation, it was observed that the driver appeared to be stripped. There were no fragments generated and no other medical intervention was needed. Extra locking caps and instruments were available to complete the surgery without delay. This report is 1 of 1 for (B)(4).